Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 593mg/dl at the time of the event. Customer also reported blank display and battery contact damage. The customer was treated with the insulin pump and manual injection and the customer experienced symptoms of tired and has keystones. Troubleshooting was partially performed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Frn-mmt - 332a - rsvr, unomed set.

Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4) inches. The previous low battery alarm prior to the event date (B)(6) 2023 was listed in the pump history file on (B)(6) 2023 at 09:17:00.000. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. No anomaly noted when the test battery was inserted and removed. No stuck battery anomaly noted during testing. No damage noted inside the battery tube. Using a test battery cap, the pump powered up properly after the test battery was installed. Using a test battery cap, the pump was programmed and monitored for 2 days. No blank display noted. Please see below for the pump errors/alarms noted 1 week prior to the event date 14-jun-2023 in the pump history file. 06/12/2023 18:30:36.000 batteryremoved (55) 06/12/2023 18:30:36.000 alarm alert notification (40) fault number: battery removed (84) 06/12/2023 18:40:00.000 alarm alert notification (40) fault number: battery removed (84) 06/12/2023 18:41:03.000 alarm alert notification (40) fault number: posterosepta (23) 06/12/2023 18:41:59.000 alarm alert notification (40) fault number: battoutlimit (6) 06/12/2023 18:42:07.000 alarm alert notification (40) fault number: battoutlimit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Battery cap damage unknown. Blank display not confirmed. Low battery alert (not confirmed) was noted in the pump history file. Battery stuck inside the battery compartment anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.